Manufacturer narrative:
A product was not returned for analysis. A batch record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the medical device file were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, second leg/trailing haptic had almost broken off. It was not known if it was bent, broken or twisted beforehand. The lens was removed again and a new one was inserted. It was not clear whether this happened during insertion into the cartridge. Additional information received and stated that one of the haptics was broken and hence the lens had to be removed. The incision was enlarged and new lens was implanted.